Manufacturer narrative:
This report is filed on january 18, 2019. (B)(4).

Manufacturer narrative:
This report is submitted (B)(6) 2018.

Event description:
Per the audiologist, the patient underwent surgery to explant the device on (B)(6) 2018 due to unconfirmed medical reasons. It is unknown if the patient was reimplanted with a new device during the same surgery.